Manufacturer narrative:
On 10/03/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor also received additional information about the identity of the suspect medical device. It is a mentor smooth round moderate profile 125cc saline breast prosthesis, catalog #3501610, lot #6891360, UDI #(B)(4), PMA #p990075. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: bilateral deflation of breast prostheses. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate profile 125cc saline breast prosthesis (left device) and an unspecified mentor saline breast prosthesis (right device) that both deflated after implantation. Bilateral deflation of the breast prostheses was confirmed by a healthcare professional. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate profile 150cc saline breast prostheses on (B)(6) 2019. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 11/15/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported that a patient experienced a deflation in a saline breast implant. During evaluation of the sample, it was observed a crease in the posterior aspect. Within the crease, a tear was found measuring approximately 0.1 cm. No other anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).